Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving clonidine 250 mcg/ml at 99.94 mcg/day and bupivacaine 30 mg/ml at 11.993 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type ii. A pump motor stall with recovery was reported noted in the interrogation/device data on (B)(6) 2015. Device interrogation revealed a motor stall with recovery secondary to magnetic resonance imaging (MRI). The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No action was taken and the outcome was indicated as 'resolved without sequelae' as of (B)(6) 2015.

Manufacturer narrative:
Eval code no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred on (B)(6) 2015 at 12:26 and a motor stall recovery occurred on (B)(6) 2015 at 13:15.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.